Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Additionally, it was reported that a cartridge did not fit onto the pump. The customer reverted to a backup insulin pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.